Event description:
During the transfer of the patient on the bed, the floor lift hanger bar fell down. Patient had no injuries. The nurse had the trauma for the lumbar stretch. MFR ref number 9681684-2013-00034.